Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. However, two photographs were provided. During the lot history review it was noted that there was no other complaints reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there was one unrelated approved temporary deviation notice in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The provided photograph indicates that an internal leak occurred, however, the cause cannot be determined from the media and the actual sample product was not returned for evaluation/testing. The potential cause of an internal blood leak to occur include damaged/broken fiber(s) or an incomplete seal in the potting material. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility office manager reported that a dialyzer blood leak occurred approximately 30 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed at the header. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. It is unknown if blood leak test strips were used to test for the presence of blood. There was black spotting seen on the top of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility office manager reported that a dialyzer blood leak occurred approximately 30 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed at the header. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. It is unknown if blood leak test strips were used to test for the presence of blood. There was black spotting seen on the top of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation.